Manufacturer narrative:
Device not received for evaluation.

Event description:
The device was used during an unspecified procedure. Reportedly, there was no knife in the instrument. The surgeon manually cut to complete the procedure. The hosp has reported no pt injury occurred.